Manufacturer narrative:
Multiple sensors were returned for evaluation. One sensor had a cut on the outer jacket but passed continuity, functionality, and accuracy testing. One sensor was returned cut in two pieces and further testing could not be completed as measurements could not be obtained. Two sensors had a damaged connector and when manipulated to an "open" position, the lab monitor displayed an error message and could not perform accuracy testing. Eight sensors had a broken wire at the joint assembly and the led did not illuminate and could not perform accuracy testing. Two sensors had an "open" in the cable detector circuit and the lab monitor displayed an error message and could not perform accuracy testing. Four sensors passed continuity testing and spo2 and pulse rate simulation tests.

Event description:
The customer reported incorrect readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. The lot# could not be determined since the "do not remove" tag containing the lot# was removed. During visual inspection, the latch was missing at the connector. The sensor was found to have an open in cable on the detector circuit inside the bend relief area. "Sensor off patient" displayed on the lab monitor during functionality testing. The sensor was malfunctioning and could not engage into simulation testing.

Event description:
The customer reported incorrect readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported incorrect readings. No consequences or impact to patient were reported.